Manufacturer narrative:
Due to a recall notice (r-25-242-x2), the customer reported that the pendant becomes warm or hot to touch and the pendant buttons not working or are stuck. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Pendant buttons are stuck or not working.